Event description:
It was reported that during a routine follow up, loss of capture and low sensing were observed. Lead dislodgement was noted under x-ray. Patient was asymptomatic. The lead was explanted and replaced without complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.